Manufacturer narrative:
On (B)(6) 2016, an fse was dispatched to the customer site to address the reported event. The fse lubricated all 3 incubators due to the excessive squeaking and cleaned the waste liquid trap. The fse also removed spent wash probe tips from the wells and then monitored the operation of the instruments. The aia-2000 was functioning as intended with all issues cleared. No further action required by the fse. The most probable cause of the reported event was due to the incubator needed lubrication. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported a high squeak noise during operation when the incubators rotate on the aia-2000 analyzer. The customer is unable to run fsh, lh2 and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lh2 and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.